Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intraoperatively, a customer reported that joint and the bifurcated join section had cracks, and was oozing blood, and another short pipe was replaced. There was no patient injury.